Event description:
Two years ago, the customer had a blood glucose result between 95 and 100 mg/dl on the advantage system while at home; she states she felt weak with this result and went to lie down. Customer's family called emergency medical technicians (emts) because of the customer's symptoms. Emts arrived 20 minutes after the customer's blood glucose results of 95-100 mg/dl; her result on emts' meter was 15-20 mg/dl and she was treated with an injection (contents unknown). Customer required a second injection because she did not respond to the first one. She was taken to the hospital where her brain was x-rayed; she was released two days later. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter serial number unknown, comfort curve test strip lot number and expiration date unknown.

Manufacturer narrative:
The suspect products are the comfort curve test strips.